Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a split hub and a broken catheter. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: received a 20ga unit consisting of a fully retracted needle-barrel assembly, a catheter-adapter assembly, a needle cover and an empty open package from lot number 8102501. Visual examination: traces of blood were visible throughout the components: blood at the end of the hubs and on the cannula bevels serve as supportive evidence of flashback. The cannula tip was acceptable per specifications. The catheter tubing revealed damage (cut & v-shaped cut) near its tip along with several colored fibers. The tubing was not bent or malformed. The water-leak test was performed by connecting adapter assembly to a lab provided q-syte (to test connections). Although slight damage on the thread of the adapter was found, no leakage occurred and connections were secure. A device history record review did not reveal any anomalies during the production of lot number 8102501 that could have contributed to the reported incident. Conclusion(s): the v shaped cut found on the catheter tubing is supporting evidence the damage was caused by manipulation (re-cannulation) of the device, this defect could be a contributive factor for the failure of ¿blowing veins¿ experienced by the customer. Where the defect occurred (user or manufacturing) is indeterminate as the unit received was received out of its original package. The colored fibers observed on the tubing were most likely introduced to the unit during transit/handling. The slight damage found on the thread of the adapter did not affect the intended usage of the product (cosmetic). Connections were secure and no leakage occurred during testing. Comment: IFU for insertion: as stated within the training brochures, catheters should be rotated 360 degrees prior to insertion. This process should assist penetration and threading process. After the tip adhesion has been removed by rotating the catheter, the catheter should be seated to ensure the correct catheter placement exists for ease of penetration. Breaking tip adhesion also promotes a smoother threading process. Instructions to rotate the catheter prior to insertion are contained in the IFU. Difficult threading can be improved within user technique and experience. High frictional forces between the outer catheter wall and the patient¿s skin can increase threading difficulty.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter had a split hub and a broken catheter. No serious injury or medical intervention was reported.